Event description:
Following the too ventricular deployment of a 23mm sapien xt valve via the transaortic approach, a second 23mm sapien xt valve was deployed. Post deployment, the second valve migrated ventricular. A third valve was deployed to secure the second valve. The initial xt valve was positioned 50:50 aortic/ventricular (a/v) and deployed 90:10 ventricular/aortic (v/a), resulting in severe paravalvular leak (pvl). During the positioning of a second xt valve, the first valve was pushed and embolized into the ventricle. The second valve was deployed 50:50 a/v. The patient was placed on bypass and a mini thoracotomy was performed to remove the first valve via the left apex. As the patient was taken off of bypass, it was noted that the second valve had moved ventricular and was now positioned 80:20 v/a, resulting in severe pvl. A third valve was prepared and deployed 50:50 a/v via the transapical approach, securing the second valve and correcting the pvl. Following the procedure, the patient was transferred in stable condition. The cause of the migration of the second valve was not confirmed. It was speculated that the valve migration may have been related to the bypass or the guidewire left in place to facilitate the removal of the initial valve. Coaxial alignment of the delivery system and valve was noted to be fair due to the patient¿s horizontal heart . The patient¿s annulus measured 18mm x 25mm by CT (valve area of 377mm2). Severe annular calcification, bulky native leaflet calcification and mild aortic root calcification were reported.

Manufacturer narrative:
(B)(4). Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of the valve migration cannot be confirmed. Procedural factors (fair coaxial alignment of the delivery system and valve, guidewire positioning) and patient factors (severe annular calcification and bulky native leaflet calcification) may have contributed to the migration of the second valve and subsequent pvl. A third valve was deployed, securing the second valve and correcting the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2015-01335.